Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they had air bubble anomaly on the reservoir. The blood glucose at the time of the incident was 152 mg/dl. The customer states she has been having issues with her tubing and reservoir. The customer states they are not able to prime and get insulin through the tubing and had to change set multiple times. There was also air bubbles come up from the o-ring.